Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customizations has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: the original sentence of "the pericardial effusion appears loculated" has been changed to "there are echogenic mass densities free floating in the pericardial effusion." In this issue, the original sentence intent was to describe the pericardial effusion fluid as being loculated or in pockets. The changed sentence indicates free floating mass densities. There are similarities in these sentences with the same diagnosis. However, in the original sentence, the description is loculated which means when side lying, the fluid will not accumulate in the dependent regions, whereas free floating fluid will. Loculated effusions are more common when scarring is present - eg, post-surgery, post-trauma, post-purulent pericarditis and the reader would be thinking of this when reading. Whereas, the changed sentence describes free floating mass densities, not as specific and not what the original reading cardiologist may have intended. It is the pockets of fluid that are changed to free floating mass densities. The size of the effusion and the hemodynamic stability of the patient is what the cardiologist/ cardiac surgeon would be more interested in here. That being said, the site may have intended to make this change. Potential impact: if the change was made after reports had been generated with the original sentence selected, those reports prior to the change could display incorrect clinical data if viewed in rm or if used as a template for a repeat study on that patient. There has been no reported patient harm for this occurrence. A reportable correction is underway for this issue and has been reported to the FDA via reference #z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting. (B)(6).

Event description:
Agfa submitted MDR report #1225058-2010-00001 to the FDA on june 7, 2010, for a site in the us. A 14th occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10. Within this occurrence are 2 different study dates in which an individual MDR report will be submitted for each associated study date and medical record number/s (mrn) identified.